Event description:
Clinical trial. It was reported that during a coronary artery stenting procedure, a dissection occurred. Follow placement of another manufacturer's drug eluting stent into the patient's lmca (left main coronary artery) / ostial ramus some plaque shifted into the ostium of the cx (circumflex). A choice pt extra support wire was placed into the distal cx and kissing balloon dilatation was performed. There was concern that the choice pt wire may have passed in a "false channel". Another manufacturer's wire was then rewired through the left main struts into the cx and the choice pt wire was withdrawn. The cx was then dilated at a low pressure. There was still some appearance of subintimal guide wire passage, however, it was felt that stenting should not be carried out because of the integrity of the median adventitia. It was elected to withdraw the guide wire with stable flow in the cx and excellent result in the lmca and ramus.

Manufacturer narrative:
The incident device involved in this complaint was disposed by the user facility. Since the lot number was not provided with the complaint, a device history record (DHR) review could not be conducted. Based on the investigation conducted, the most probable root cause has been attributed to "anticipated procedural complications" as false channel is an indication of vessel dissection and the risk of the reported event is noted within the direction for use as follows: "when the guide wire is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the wire without observing the resultant tip response. Never advance the guide wire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guide wire tip, damage to the catheter or vessel damage".